Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tube was inserted on (B)(6), 2021 and on (B)(6) 2021 the tube broke between the balloon and the port and was leaking from the shaft. The tube was removed the same day due to leaking and was replaced. No injuries occurred.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample was received at the manufacturing site for evaluation. A visual evaluation was performed, and a crack was observed in the upper part of the tube. The reported issue was determined to not be associated with cardinal health¿s manufacturing process as the affected component is produced by a supplier. The sample has been forwarded to the supplier with a request for further investigation and corrective actions if necessary.